Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours and to use room temperature insulin when filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 73 mg/dl. The customer drank juice to address the bg level. Reportedly, the customer had been using the cartridge for 5 days and when it was loaded, cold insulin was used. Tandem technical support advised the customer to change the cartridge, tubing and site. The customer acknowledged the information.